Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16361135/15489210.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein ipg and leads were replaced. All components were explanted and will not be returned.